Event description:
The atrial lead was reported due to insulation anomaly, with sensing around 1.3 and capture 1.6. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 20.0cm to 20.6 cm from the connecter pin, due to friction with device can.